Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly and presented material fatigue. A surgical procedure was performed to remove and replace all the components. No patient complications were reported.